Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon remained stuck: vagina [foreign body in reproductive tract]. Cord of a tampax broke and the tampon remained stuck [complication of device removal]. Cord of tampax broke [device breakage]. Consumer's mother reported that the cord of a tampax broke and the tampon remained stuck. No serious injury was reported.